Event description:
The customer ran her blood glucose test on her contour meter and her contour usb meter. The results were 64 and 200 mg/dl, respectively. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent to the customer but she has no strips left to return.